Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened and creased act and up buttons dome switch. Unable to perform rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to unresponsive buttons. No unlocked lcd keypad connector noted. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the buttons were unresponsive. Doctor was unable to program new basal. Customer's blood glucose was 500 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.